Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The exposed portion of the soft cannula was observed to have a tear. The exact cause and timing of the tear could not be determined. Upon removal of the housing, the tip of the soft cannula separated from the rest of the soft cannula at the point of observed damage. During fluid path testing, fluid could not go through the distal tip of the soft cannula, as it was no longer attached to the rest of the soft cannula. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of additional leakage were observed. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion. The formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the exact cause of the reported event could not be determined. Investigation results also found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found.

Event description:
It was reported the patients blood glucose level rose to 260 mg/dl while wearing the pod between 1 and 4 hours. The patient reported pain and bleeding at the pod's infusion site (arm). The patient reported the pod was leaking during the event. As treatment the patient removed the pod.